Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a consumer with supplemental information from a nurse from (B)(6) of peritonitis in a male patient coincident with dianeal unknown therapy. The patient stated that the event of peritonitis started in (B)(6) 2012. The patient was not hospitalized. The patient stated that there was a break in aseptic technique, mistake touch contamination. The patient is recovering from the event. Follow up information was obtained from the peritoneal dialysis nurse who stated that the patient may have started having symptoms on (B)(6) 2012 but would not have been diagnosed/ received treatment until (B)(6) 2012 which was the monday after. The nurse confirmed that the patient is recovering and the nurse confirmed that there was a break in aseptic technique. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). The problem is confirmed because nurse reported break in aseptic technique described as touch contamination. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number are unknown; therefore, a 510k number cannot be provided at this time. Should additional information become available, a follow-up report will be submitted.